Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16-0x20e6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support agreed to replace the pump under warranty, provided storage mode instructions, and arranged for a replacement to be sent, with the caller instructed to return the faulty pump within 10 days using a pre-paid label.